Event description:
Healthcare professional reported "device migration/implant malposition, change shape/size/style" via nbir. This record is for the right side. The device remains implanted.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "device migration/implant malposition".